Manufacturer narrative:
Corrected information b5: the device was not beeping when the device displayed infusion complete. A baxter representative found the pump to function as intended while troubleshooting on site. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The product code was reported to be 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy in the surgical intensive care unit. The registered nurse noted that patient's blood pressure was low from central monitoring. When the nurse went into room, the pump was beeping, however, infusion was displayed as completed with no alarms occurring. The nurse added more volume to the patient and the blood pressure subsequently recovered. No additional information is available.